Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy. Upon interrogation, the right ventricular lead was dislodged, exhibiting far p-wave oversensing which resulted in the inappropriate therapy. The lead was replaced on (B)(6) 2018, and the patient was stable post-procedure.

Event description:
New information reported that the lead was removed on (B)(6) 2018.